Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the clinic complaining of twitching sensations in chest, after moving furniture. Upon interrogation the right atrial lead exhibited low impedance. The lead was explanted and replaced on (B)(6) 2013.